Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported by the patient that the patient had a problem with one of their leads four days after surgery. The patient reported that the lead was not working. During the operations to repair the lead the patient stated that they "pierced my heart and had to do open heart surgery". The patient also stated that recently when they walk by their radio they radio goes to "static" and this had not happened before. The patient noted that they recently had wireless fidelity (wi-fi) installed. Additional information has been requested, but is not available. The leads remains in use. No further patient complications have been reported as a result of this event.